Event description:
The consumer reported that the joystick would turn on by itself and would have to be disconnected completely to turn it off. This issue could cause the chair to have unintended/erratic movement which could injure the user.